Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower door 1 door latch was not registering open and needs to be replaced. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the faulty tower latch that was not registering despite the door being closed. A field service engineer (fse) determined that the unit contained older-style latches similar to those used on es towers. The unit was disassembled, and the tower door 1 latch was replaced with a revised version. The lower two tower latches were confirmed to be non-functional, as those sections contained medbank-style drawers. After the revised latch was installed for tower door 1, the unit was reassembled and tested successfully. The system functioned as intended after the field service engineer repaired the device.